Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device is not available for evaluation as it remains implanted in the patient. In this case, the cause of the regurgitation could not be determined based on the limited information provided. However, the procedural factors listed above may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after implant of a 26mm sapien 3 valve in the aortic position by transfemoral approach, tee showed that the leaflets were working, but central aortic regurgitation (cai) was observed. A second 26mm sapien 3 valve was implanted with excellent result. Post procedure the patient was fine and hemodynamically stable. The cause for the cai could not be determined.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Image review was performed by an edwards lifesciences physician proctor. Procedural cine was provided for review. Procedural cine: coronary angiography: right and left coronary arteries were patent without stenosis. Aortogram was performed. Bav was performed 3 times. During the first bav cine, balloon slips slightly into the left ventricle. No cine images showing valve alignment were performed. After crossing the aortic valve annulus and after valve deployment, the valve was in the correct position. Aortic insufficiency was visible post valve implant. A valve in valve procedure was performed and the second valve was implanted in the same position. Post valve in valve results were good with no leakage. Impression/recommendations: central aortic insufficiency was confirmed after valve implant. There was a good result after implant of a second valve. No definite root-cause could be established.